Manufacturer narrative:
The device history records for lot 1709b2 were reviewed. No nonconformances or deviations were associated with the lot. Manufacturing, sterilization, and distribution were all conducted according to specification. This device is terminally sterilized using gamma irradiation. No product was returned for review. A review of complaints from indicated no other issues with lot 1709b2. No complaints of infection, inflammation, or allergic reactions have been received for perioglas (dental particulate bone graft) devices. The likelihood that the novabone device contributed to this event is low when compared to the procedure risks itself.

Event description:
Report received that the last 4 patients who had product code: na0260 implanted of lot: 1709b2 required graft removal due to "allergic reaction", swelling, pain.